Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t results for one patient sample. On (B)(6) 2016, the patient was admitted to the ed at another site for a "mechanical fall in a car park with head lac." The patient was admitted with "no loc, chest pain, nausea, dizziness, visual changes or sob" and only had a cardiac profile requested based on his age and history of stemi in 2013. The result from the cardiac reader with the rapid tnt was < 40 (normal). The unit of measure was requested but was not provided. The patient was discharged after five hours of monitoring and no changes with the patient. On (B)(6) 2016, a sample from the patient was sent to this laboratory and the troponin t hs result from the cobas 6000 e 601 module was 157 ng/l. As per protocol the result was called to the ed and the patient was readmitted for further review and testing. The rapid tnt result was again <40 and a new sample was sent urgently to this laboratory and the troponin t hs result from the cobas e601 was 158 ng/l. Based on the fact there were no physical changes in the patient and there was no change in the results, the patient was discharged again. The troponin t hs result was believable due to the age and clinical status of patient. Both the result from the cardiac reader and the cobas e601 were reported outside the laboratory. The patient was not adversely affected. On an unknown date, troponin I hs was performed by an abbott assay on the two samples and the results were 26 ng/l and 28 ng/l. (Reference interval 0 ¿ 34 ng/l). On (B)(6) 2016, a 1:2 and 1:4 dilution for troponin t hs was performed on the samples. Sample 1: 1:2=221 ng/l, 1:4=268 ng/l. Sample 2: 1:2=218 ng/l, 1:4=302 ng/l. Testing with a heterophile blocking tube was performed on sample 1 which did not rule out a heterophile interference, though it did make it unlikely. An interference with the troponin t hs assay was suspected.

Manufacturer narrative:
Initial tests of sample 1 (the sample which initially resulted as 157 ng/l for troponin t hs) performed on the e 601 analyzer and abbott analyzer were performed using a serum separator tube. A serum tube of the same sample draw without a separator was also tested on the cobas 6000 e 601 module on an unknown date, resulting as 156 ng/l. Initial tests of sample 2 (the sample which initially resulted as 158 ng/l for troponin t hs) performed on the e 601 analyzer and abbott analyzer were performed using a serum separator tube. It was initially stated that the rapid tnt test was performed on the cardiac reader, but the actual analyzer has been confirmed to be a cobas h 232 analyzer. Results from the cobas h 232 analyzer are in ng/l units. Initial tests performed on the cobas h 232 analyzer with the rapid tnt test were done using lithium heparin whole blood tubes of sample 1 and sample 2. Neither the cobas h 232 nor a similar device is sold in the united states. The following values for the two samples were also provided and these were obtained on an unknown date on the cobas 6000 e 601 module: sample 1: undiluted = 153 ng/l; with a 1:2 dilution = raw value of 110 ng/l with a final calculated value of 220 ng/l; with a 1:4 dilution = raw value of 67 ng/l with a final calculated value of 268 ng/l; 1:2 dilution using a patient sample with value of < 5 ng/l as diluent = raw value of 89 ng/l with a final calculated value of 178 ng/l. Sample 2: undiluted = 151 ng/l, with a 1:2 dilution = raw value of 109 ng/l with a final calculated value of 218 ng/l, with a 1:4 dilution = raw value of 68 ng/l with a final calculated value of 272 ng/l. Sample 2 was incubated for one hour at room temperature in a heterophile blocking tube and the result was 154 ng/l.

Manufacturer narrative:
Three samples from the patient were provided for investigation. The customer's high troponin t hs values on the roche system could be reproduced. It was determined that the samples contained an interferent to the troponin t hs assay. The interference is caused by a high molecular weight compound, presumably igg. This type of interference is covered in product labeling.